Manufacturer narrative:
An event regarding femoral and baseplate component malposition leading to insert ps post fracture involving a triathlon ps femoral component was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: clinician review of this case indicated combined femoral and tibial baseplate malposition resulting in an oblique joint line of some 5° has contributed to an overload condition in the post/cam mechanism of the ps arthroplasty resulting in a fatigue fracture after 6-years. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: clinician review of this case indicated combined femoral and tibial baseplate malposition resulting in an oblique joint line of some 5° has contributed to an overload condition in the post/cam mechanism of the ps arthroplasty resulting in a fatigue fracture after 6-years. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device remained implanted.

Event description:
A patient underwent a knee surgery, with implantation of a triathlon ps. On (B)(6) 2016 a revision has been performed due the breakage of the insert (post). Tibial and femoral components added on (B)(6) 2016 due to malpositioning mentioned in medical review, therefore, they will both be reported under MDR.